Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charger for an ilet bionic pancreas was not responding when the user placed the ilet on the charging pad, as indicated by no green light, despite attempts with multiple outlets and different usb cables, and the ilet retained approximately 50 percent battery. Symptoms included no clinical effects. Outcomes included replacement supplies shipped and completion of troubleshooting and education, with blood glucose unaffected and no alerts or alarms reported. Investigation included customer interview and basic troubleshooting. Investigation of this case revealed a charging function failure consistent with a charger or cable malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the external charging accessories.